Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that the ix application was showing status of service mode. Per the case notes, the reported problem was determined to be due to the 2018 adt reboot issue. There was no patient incident.